Event description:
The olympus representative reported on behalf of the customer, during preparation for a diagnostic procedure, the evis lucera bronchovideoscope was leaking from the channel. The procedure was completed using a similar device. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted the coating on the connecting tube was peeled off, and the distal end of the device was dirty due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of the peeled off coating on the connecting tube and distal end of the device was dirty due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found "air/water leakage from the channel" was confirmed. It was identified that the coating on the connecting tube had peeled off and the distal end was dirty and cut. The universal cord was dented. The angulation in the up direction was out of standard due to the worn angle-wire. There was corrosion on the electrical connector due to leakage. The insulation resistance value at the distal end was below standard due to the missing plastic distal end cover. A waterproof failure was found at the bending section cover due to a pinhole. The channel had leakage. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "insertion section coating peeled off" was presumed to have been due to physical stress, as evidenced by the aforementioned phenomenon as well as the insertion tube being scratched. The suggested phenomenon of "distal end was dirty" was confirmed, but the dirt could not be further identified, and the event could not be further presumed from the information provided. It was determined that there was no deviation from the instructions for use. The user can appropriately detect the suggested event "insertion section peeled off" by handling device in accordance with the following instructions for use (IFU): "preparation and inspection_ inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Furthermore, the user can appropriately reduce/prevent the suggested event "insertion section peeled off" by handling device in accordance with the following IFU: "important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.